Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(Related manufacturer reference #3006705815-2019-03993), (related manufacturer reference #3006705815-2019-03994). It was reported the patient experienced ineffective stimulation the date of onset is unknown. As a result, the patient underwent a surgical intervention on (B)(6) 2019, wherein, a octrode lead was explanted and a new octrode lead was implanted in a cervical region due to coverage. Effective therapy restored post op. It is not known which lead was explanted, therefore both are being reported.